Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the insertion tube coating peeling issue could not be determined, however, the issue was likely due to stress of repeated use, external factors and or user hand handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and operation, section 3.2 preparation and inspection of the endoscope inspection of the endoscope ¿1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). 5. Inspect the bending section¿s covering for sagging, swelling, cuts, holes or other irregularities. 6. Loosely hold the midpoint of the bending section and a point 10 cm from the distal end. Push and pull gently to confirm that there is no play. 7. Inspect the objective lens at the distal end of the endoscope insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. 8. Confirm that the diopter adjustment ring turns smoothly and that the eyepiece section is attached securely to the control section. Confirm that the eyepiece is free of defects, such as scratches or deformations. 9. Wipe the eyepiece section and light guide using a clean, lint-free cloth moistened with 70% ethyl or isopropyl alcohol¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole on the channel tube / the connecting tube. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the eyepiece had a scratch, and the connecting tube had a dent. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had leakage from the insertion section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.